Event description:
A foreign user facility reported that one (1) patient sustained superficial burns to the chest, back and neck area following hair removal treatment with a lumenis lightsheer desire, et handpiece. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to request patient information, treatment settings and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected caused of the reported events. Furthermore; the engineer noted debris on the treatment tip by stating "there was a mark on the handpiece lens that was hard to remove. It was eventually removed with vigorous cleaning." An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. During the examination the technical expert observed debris build up on the treatment tip. The expert stated: "there was a mark on the handpiece lens that was hard to remove. It was eventually removed with vigorous cleaning." Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings used were appropriate based on common medical practice and device labeling. Furthermore; the professional concluded the probable root cause to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling. A review of subject device labeling found the following precautionary statements: "danger - the sapphire tip of the et/xc handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser energy and can cause epidermal injury and substantially increased pain.